Event description:
The customer returned the device stating, ¿the battery compartment cracked¿; during device evaluation it was found there was evidence of sparks, flames, charring or melting. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "battery compartment cracked¿ was confirmed through visual inspection. Further investigation found latch lock handle damaged (bent), battery door damaged (cracked/corrosion), upstream occlusion (uso) seal delaminated, latch lock sensor melted/contaminated. Replaced latch lock, latch lock flex sensor (melted/contaminated), uso seal, battery door. Performed downstream occlusion (dso)/uso sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.